Event description:
It was reported that during a laparoscopic appendectomy procedure, on the first firing with a gray cartridge on the meso appendix the device fired, stapled and cut fine. After firing the cartridge became dislodged from the device and fell into the patient. It was retrieved. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Cartridge installation issues and incomplete-interrupted cycle. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Meso appendix. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) First. What color cartridge was being used? Gray. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis results found that the device was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The event description is consistent with an improper loading of the cartridge. When reloading the device, insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The instrument is now loaded and ready for use. For more information, please refer the instructions for use. The batch record was reviewed and no anomalies were noted during the manufacturing process.